Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted.

Event description:
Customer reported via phone call that numbers on display screen were ramping on their own. Customer was advised that buttons may be stuck. Customer's blood glucose was 196 mg/dl. Insulin pump would need to be replaced.